Manufacturer narrative:
Lumenis contacted the user facility directly in order to obtain additional information regarding the reported event. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured on 01-aug-2019 and installed at the customers site on (B)(6) 2019. A review of subject device product risk file ((B)(4)) revealed risk # (B)(4); "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk likelihood has been characterized and documented as acceptable within a full risk assessment. A lumenis service engineer visited the site and found lens cell assembly to be defective. Replaced lens cell assembly and after testing the system it was returned to the facility having met manufacturer's specifications. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. Lumenis technical professional indicated that there is no need to return the lens cell assembly since the most probable cause for the lens cell assembly malfunction is due to that users don't replace the blast shield on time. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure (B)(4).

Event description:
A user facility reported that they were starting a procedure in which a lumenis pulse 120 laser was being utilized, a popping noise and smoke was observed coming from the area where the fiber connects to the system. Not confident in continuing the procedure with the laser, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.